Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting oversensing and was suspected to be fractured. The patient underwent a device replacement procedure and at that time the physician elected to surgically abandon the distal coil and the rate sense portion of this lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.